Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for other lot number is as follows: medical device lot #: 5356751. Medical device expiration date: 10/31/2016. Device manufacture date: 12/22/2015. Bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited.

Event description:
It was reported that bd vacutainer® buffered sodium citrate (9nc) blood collection tubes experienced overfill. No report of serious injury or medical intervention.